Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventative maintenance procedure and the device was found to deliver within specs. The device also passed add¿l flow rate tests including an add¿l flow rate test using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventative maintenance procedure with the unit passing.

Event description:
It was reported that a pump failed a flow rate test. The customer stated that the pump was programmed to deliver 50ml of fluid at a rate of 250ml/hr; however, it was observed that the pump delivered at a rate of 22ml/hr.